Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found. According to the investigator the lead was returned with the proximal conductor distorted and pushing on the inner insulation.

Event description:
It was reported that during the implant procedure while placing the active fixation lead for the rvot pacing, the physician could not extract or retract the helix. The device was not implanted. No patient complications have been reported as a result of this event. (B) (6) 2010: it was reported that during the implant procedure while placing the active fixation lead for the rvot pacing, the physician could not extract or retract the helix. The device was not implanted. No patient complications have been reported as a result of this event.